Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and apogee mesh were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, rectocele and enterocele and mesh was implanted. It was also reported that post implantation, the patient experienced pain, erosion, bowel perforation, vaginal scarring, infection and urinary problems. It was reported that the patient underwent removal of eroded mesh on (B)(6) 2010 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion patient experienced experienced recurrent urinary incontinence.